Event description:
Device issue: none. Adverse event: pain and renal failure. Time of adverse event: after stent implantation. It was reported that a patient experienced muscle pain and joint pain after the first promus stent was implanted. With the implantation of 3 additional promus stents, on (B) (6) 2009, the symptoms have worsened. Reportedly, since the stents were implanted, the patient's kidney function has declined including a decrease in "gfr to 43" and "creatine clearance down to 1/37". There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The unk promus, promus 2.5x12mm (p.n. 1009539-12b, lot# 8120941), promus 2.5x12mm (p.n. 1009539-12b, lot# 9040661), are being filed under separate medwatch MFR numbers. Renal failure/insufficiency and pain are recognized as no fault complications in the no fault risk assessment. Additionally, renal failure/insufficiency is listed as a known adverse event of coronary stenting and pain as a known adverse event of daily oral administration of everolimus in the promus IFU. However, it is also possible that the reported patient effects are related to other health conditions or medication. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.